Event description:
It was reported that, during routine incoming inspection of a loaner set the x15 torque driver was found to be out of drawing specification. No known patient or hospital involvement. This report is for one (1) x15 torque driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6 - codes updated to imdrf codes. The product was returned to depuy synthes cq for evaluation. The depuy synthes cq team conducted a visual inspection of the returned device. Visual analysis of the returned x15 torque driver found no defects. The device was tested at depuy npd spine raynham and was found to be within the specified torque limits of the device. The test report is attached the pi. The dimensional inspection was not performed as there are no dimensions relevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the x15 torque driver was found to be within torque specification. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following documents were reviewed. Device history lot - a review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb110760 was released in a single batch. Batch1: lot qty of (B)(4) unit/s were released on 21may2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review - the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.